Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, critical error codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The inlet air path assembly and removable air path foam was replaced. The handle kit was replaced due to physical damage. The device passed all final testing.